Event description:
It was reported that the 9800 system was stuck in cine mode. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The cine drive was formatted during the service call. The system was tested and found to be working as intended and put back into service.